Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level and the insulin pump had motor error. The customer¿s blood glucose level was 500 mg/dl at the time of the incident. Customer was able to complete rewind the insulin pump. Customer also reported that no delivery alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted during test. Motor passed motor test. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.